Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. All the component parts of the prothesis were removed and replaced (humeral steam, glenoid baseplate, glenosphere and humeral cup). Primary surgery occurred (B)(6) 2018.